Event description:
Rn in room noted that the bard hydro-surg laparoscopic suction irrigator ref# (B)(4) was leaking from the bottom of the battery compartment. There was a noticeable pooling on the floor from the leaking device. When the battery compartment was opened at the conclusion of the case there was fluid inside of the compartment. The batteries were noticeably wet. This is the third device with the lot #jufs0410 that we have found to be leaking.